Manufacturer narrative:
(B)(4). PMA/510(k): the rt206 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the expiratory limb of the complaint rt206 adult breathing circuit was returned to fisher & paykel healthcare in (B)(4), and was visually inspected. Results: the adaptor was received disconnected from the tubing; however, no damage was observed. Further inspection revealed that there were tool marks on the cuff and on the tubing, where the adaptor was connected. Conclusion: we were unable to determine what had caused the fault reported by the healthcare facility; however, the tool marks indicated that the tubing was manipulated. All breathing circuits are visually inspected and pressure tested for leaks prior to distribution. Any breathing circuit which fails any of these tests is discarded.the subject rt206 adult breathing circuit would have met the required specifications at the time of production. Moreover, the healthcare facility reported that the disconnection occurred after a period of use, which suggests that it happened after the subject rt206 adult breathing circuit was released for distribution. Our user instructions that accompany the rt206 adult inspiratory heated breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported via a distributor that the adaptor of an rt206 adult inspiratory heated breathing circuit became detached from the corrugated tube after less than a week of patient use. No patient consequence was reported.